Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became warm to touch and declared multiple temperature alarms while charging at room temperature. Customer's blood glucose level was 211 mg/dl. Reportedly, the customer was able to clear the alarm by removing the charger from the pump and resume insulin therapy.